Manufacturer narrative:
H3: code "other" was selected as the medical device is not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: fistula (e .g ., aortoeneteric, arteriovenous, aortoesophogeal, aortobronchial), death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a hospitalized patient who had received an esophagus cancer surgery, partial esophageal cancer resection and anastomosis of esophagus and stomach, was presented with hemoptysis with anastomosis failure and decreased blood pressure. The patient was diagnosed with esophageal perforation and an iatrogenic damage at the ostium of the left subclavian artery; therefore, an emergent endovascular treatment was performed using gore® tag® conformable thoracic stent graft with active control system (ctag). The patient noted an esophagotracheal fistula and esophageal-kommerell diverticulum fistula. Aortic arch branches anomalies were also noted (right common carotid arteries originating directly from aortic arch). Two ctags were successfully implanted with coverage of the kommerell diverticulum. The patient tolerated the procedure. On (B)(6) 2024, a post-operative contrast CT exam was performed. No endoleaks were observed. The patient condition was reportedly improving after the procedure. On an unknown date, the patient underwent a surgical reintervention (latissimus dorsi myocutaneous flap surgery) to treat an esophagogastric tracheal fistula due to suspected infection. This event is considered not related to implanted ctags or tevar procedure. On (B)(6) 2024, the patient presented with massive hemoptysis and went into cardiac arrest. The physician suspected an aortobronchial fistula possibly formed around the overlapping portion of two ctags. The patient was treated with intubation. Though temporarily recovered, the patient expired on (B)(6) 2024, due to heavy bleeding and respiratory failure. According to the physician, it is unknown if the implanted ctags were related to the suspected aortobronchial fistula and subsequent death of the patient.